Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission was selected for treatment of a moderate calcified lesion, in the mid to distal lad. The stent fell off the balloon inside the patient's body, possibly because of a previous implanted stent. It was not possible to snare it thus the stent was deployed to the vessel wall.